Event description:
The customer reported that a pt received a burn on the thigh due to a diathermy instrument that was incorrectly connected to the unit during a cystoscopy. There were two footpedals in use at the time of the incident. The customer has stated that the instrument was incorrectly inserted and this caused a surgical drapes to catch fire and resulted in the burn to the pt. The burn was described as superficial skin damage. The pt has made a full recovery. The unit has been checked out at the site and has tested satisfactorily.

Manufacturer narrative:
(B)(4). To date the incident sample has not been received for eval. If the sample is received or if add'l info pertinent to the incident is obtained a follow-up report will be submitted.